Manufacturer narrative:
After battery instillation the insulin pump powered up properly. No black screen or display anomalies were noted. All operating currents are within specification. No unexpected low battery alarm noted. During the beginning of the displacement test, the insulin pump was seated without reservoir due to unknown dried substance on the motor slide. No further tests could be performed due to seat anomaly. The insulin pump was connected to glucose meter and communicated properly. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.

Event description:
It was reported, the customer's insulin pump had malfunctioned for the past three months. The customer stated they were frequently experiencing low blood glucose. The customer's blood glucose was unknown at the time of the call. Customer also stated their settings would be lost after every battery change. Customer also reported intermittently experiencing a full black screen on their insulin pump. The customer has been disconnected from the insulin pump for the past three months. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.